Manufacturer narrative:
Evaluation summary: device was not returned for evaluation. The device history record was reviewed and shows that the lot for the device allegedly at issue met MFR specifications and release criteria. This was determined to be a reportable event due to the permanent nature of the portion of the drill bit that was left in the pt, even though no injury was reported. There have been no other complaints referencing this lot number.

Event description:
The surgeon reported using a nanotack drill bit to prepare a bone hole for placement of a suture anchor. During drilling, the drill stopped. The surgeon left the drill bit in the bone and replaced the battery pack on the drill. Upon re-starting the drill, a marked increase in torque was noticed and the drill bit snapped off in the bone. The portion of the drill bet was left in the bone and was not able to be removed. There was no injuries reported.